Manufacturer narrative:
This report is submitted on august 11, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the device through the skin. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device at a new site.